Event description:
The patient was revised because of adverse reaction to metal debris. Doi: (B)(6) /2006 dor: (B)(6) 2011 (left hip). **update** 8/31/2009- litigation papers received. In addition to dislocations, pain is now alleged. There is no additional information that would affect the investigation. Update: 12/26/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. During the revision a screw was found broken. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.